Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) logged on (B)(6) 2011.

Event description:
It was reported that the patient was feeling fatigued when the device reached elective replacement indicator. The device was implanted only four years. The device was explanted and replaced. It was further reported that the right ventricular lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.